Manufacturer narrative:
(B)(4). The device passed electrical and functional testing. External and internal inspections were performed and found no issues. The pneumatic system was tested and all pressures were found to be correct and stable. A short simulated therapy was performed successfully on the device. The reported issue was confirmed through an event history log review. The cause was determined to be use error, the tidal total ultrafiltration (uf) removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 105 alarm occurred on a homechoice (hc) machine. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The home patient (hp) did not have any symptoms. The ultrafiltration for cycle five was 2476ml with a largest prescribed fill volume of 1800ml. The hp had bypassed the last fill. The technical service representative (tsr) arranged to swap the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.